Event description:
Information was received from a consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that about 10 years ago the catheter had fallen out of the spinal column and the patient was not getting any medication.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# l65391 serial# implanted: (B)(6) 1999 explanted: product type catheter product ID 8711 lot# j10939r29 serial# implanted: (B)(6) 2001 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: l65391, ubd: 24-may-2001, UDI#: drs-ls8709 ; product ID: 8711, serial/lot #: j10939r29, ubd: 05-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.